Event description:
The facility representative reported an ipump with a condition of "multiple system motor errors." It is unknown when the event occurred; however, it was identified in the "(B)(6)" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a system error 30 involving an ipump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a corroded daughter printed circuit board. The daughter board was replaced to fix the reported condition.